Manufacturer narrative:
Product complaint # (B)(4). (B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken piece retrieved? No further information is available. Was the first needle also broken or just dull? During an unknown surgery, the surgeon felt that the needle could not be passed through the tissue smoothly. However, he continued to use the needle. Then, when putting the 1st stitch, the needle was broken. The needle with which the surgeon felt dull is the same with the needle which broke. Lot: no further information is available. Procedure : no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, when putting the 1st stitch, the needle broke. No adverse patient consequences were reported. Additional information was requested.